Manufacturer narrative:
The company representative examined the system and replaced the 57 psi regulator and the cutter solenoids. Preventive maintenance was performed. The system was then tested and met all product specifications. A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported the system was not cutting efficiently. The probe was switched out and the case was completed. There was no patient harm reported.